Event description:
In late 2008, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter is giving inaccurate high readings. On six days later, this medical affairs specialist contacted the patient to clarify information obtained during the initial phone call. The patient tests her blood glucose more than 4 times per day and controls her diabetes with lantus and novolog insulin. The patient takes novolog insulin based on her sliding scale per the lfs meter reading. The patient claimed that she noticed the inaccurate high issue on eight days prior to original date. The patient could not remember the blood glucose reading she obtained on the subject but indicated that she had an "insulin reaction" on that day. The same day, the patient obtained a blood glucose reading of "390 mg/dl" on the subject meter. Per the lfs meter reading, the patient increased her novolog insulin by 6 units in addition to her usual 42 units of lantus. Again, the patient claimed that she "experienced an insulin reaction." The patient stated that when she had the "insulin reaction," she had symptoms described as "sweaty, weak, and nervous." During both of the alleged hypoglycemic incidents, the patient obtained a blood glucose reading of "52 mg/dl" on the subject. The patient reportedly ate something sweet and felt better within 15 minutes. Reportedly, the patient checked her ketones level but there were no traces of high blood glucose levels. The patient did not test on any other devices at the time of concern. The patient felt that she could have prevented the alleged hypoglycemic incident had the lfs meter not given her elevated readings at the time of concern. The patient's diabetes medication regimen has not been changed immediately before or after the incidents the same day and three days later. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the patient claimed she experienced "an insulin reaction," which suggestive of severe hypoglycemia, after she took insulin per the lfs meter reading. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.